Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600 mg/dl. Customer stated that when he removed the infusion set from his body the cannula was noted to be bent. Customer stated that they have been experiencing high blood glucose readings since the bent cannula incident. Customer was unable to troubleshoot at the time of the call and stated that he will call back to complete troubleshooting. Device is not expected to return.